Event description:
Boston scientific received information that this left ventricular (lv) lead had dislodged. An x-ray confirmed the lead had dislodged and was in the coronary sinus. The physician elected to reprogram the associated device instead of a repositioning procedure. No adverse patient effects were reported.

Manufacturer narrative:
This lead remains implanted and in service. When additional information becomes available this investigation will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
During the revision procedure, the lv lead could not be removed; therefore, the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Subsequent information was received indicating this lv lead noted high out of range impedance measurements and loss of capture due to confirmed dislodgement. As a result, the device was reprogrammed until the revision can be performed. No adverse patient effects were reported.